Event description:
It was reported that there was loss of left ventricular capture during a follow up threshold test. It was determined via fluoroscopy that the lv lead dislodged. The lead was successfully repositioned.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.